Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: the battery cap was able to fully tighten onto the pump. There was a battery compartment crack observed below the grip pad. There was no evidence of short battery life observed in the black box however one post delivery motor power supply failure alarm was observed in the pump's black box on 02/08/2015. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.